Manufacturer narrative:
(B)(4). Batch # r5ap4f. Investigation summary: the analysis results found that one psee60a device was returned with the closing trigger and anvil opened and with the knife buckled in the joint cover area. A gst60d reload loaded on the device. The reload was received partially fired 1/16. No functional test was performed due the condition of the device. The damage to the knife is consistent with the device being clamped over an excess of tissue, causing the knife to bend. If enough force is applied to the firing trigger the knife will buckle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that prior to an unknown procedure the battery doesn't work. No patient consequences were not reported.